Event description:
Issue of high blood glucose level was reported, with the specific value unknown but displayed as "high." Customer utilized the pump to administer a correction bolus, and no further assistance was required as the caller declined a supplies/system check.